Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 350 mg/dl. The device was exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test due to no button response. The insulin pump had minor scratches on display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.